Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was found to be in spec, but was adjusted down as a precaution during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system maximum dose out put in boost mode is too high. No patient injury was reported.